Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The auto mode was not active at the time of event.

Manufacturer narrative:
Pump error 35 alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized twice. The customer reported that they were hospitalized and was in the intensive care unit on (B)(6) due to diabetic ketoacidosis with a high blood glucose level of 300+ mg/dl. The customer stated that they had been treating high blood glucose level with the insulin pump and manual injections and was treated with hospital grade insulin at the hospital. It was reported that the customer was not using auto mode. The customer did not mention any symptom related to high blood glucose level. Customer stated that the doctor in the hospital stated that the insulin may have been bad due to high blood glucose. Customer stated that her blood glucose would stay high throughout the day and was not dropping after multiple bolus deliveries. The customer and visited the emergency room and then hospitalized for the second time on (B)(6) with high blood glucose level of 300+ mg/dl. The customer stated that they were experiencing high blood glucose levels and were not able to lower it. Customer stated that she was treating herself with manual injections, but was not able to keep her blood glucose down. The customer also reported that the insulin pump had a critical pump error. The customer reported that there was an open book image on the insulin pump screen. The customer reported that they did not receive any other error prior to critical pump error. The customer stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.